Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was unable to lock the reservoir into place in the device due to having accidentally removed the o-rings from the reservoir. The customer's blood glucose value was unknown. Customer reported that there was fluid in the compartment. The device will not be returned for analysis.